Manufacturer narrative:
H3 - device evaluated by mfg?:the device will not be returned to the manufacturer this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A focal partial thrombus at the left iliac bifurcation was identified during completion angiography following placement of a zenith flex with spiral-z technology aaa endovascular graft iliac leg into a 64-year-old-female patient. A pre-procedure clinical assessment was completed on (B)(6) 2026, one day prior to the procedure. The patient had an aortic degenerative aneurysm, taaa extent ii (from above t6 to below the level of the renal arteries). There was no history of aneurysm growth of > or equal to 1.0 cm per year. There was no saccular aortic aneurysm or pseudoaneurysm. There was relining of a pre-existing surgical graft or endograft with a fenestrated or branched endograft after prior repair for a tevar due to taaa ii. Pre-procedural computed tomography (CT) without contrast imaging was completed on (B)(6) 2025, 229 days prior to the procedure. The innominate artery, right common carotid artery, right subclavian artery, left common carotid artery, left subclavian artery, and celiac artery were incorporated into the repair. The arteries were patent. The arteries were stenosed more than 50%. The superior mesenteric artery (sma) was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The right renal artery was incorporated was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The left renal artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The fifth viscerorenal artery was not incorporated in the repair. The sixth viscerorenal artery was not incorporated in the repair. The right common iliac artery was patent. The left common iliac artery was patent. The right and left internal iliac arteries were patent. The right and left vertebral arteries were not applicable. The aortic valve was native. There was not an aortic arch bovine configuration. The maximum diameter of the diseased aorta on centerline was 61 mm. The intended proximal seal was zone 5: mid descending aorta to celiac. The intended distal landing zone was zone 10: common left iliac artery. The patient underwent an elective endovascular aortic repair (evar) procedure on (B)(6) 2026 under general anesthesia. No antiplatelet therapy was prescribed at the time of the procedure. Percutaneous access was achieved in the left and right femoral arteries. No cut down access required. An endovascular iliac conduit was not performed at the time of the procedure. Total contrast volume used during the procedure: 110 ml contrast dose: 1.8 ml/kg fluoroscopy time: 45 minutes total gray used: 732 mgy total dose area product: 92 gy*cm2 fusion was used during the procedure. The estimated blood loss during the procedure was 500 ml. No red blood cells, fresh frozen plasma, cryoprecipitate, platelets, or cell saver were given during the procedure. Cardiac output reduction was not used. Carbon dioxide flushing was used. The proximal seal zone was the endograft. Neuromonitoring was not used during the procedure. Procedural time (24-hour clock): time arrives in room: 08:40 time of first incision or arterial puncture: 08:42 time of last access closure: 11:05 time leaves room: 11:15 duration of procedure (from first incision to last access closure): 143 minutes side branch catheterization and placement of all bridging stents was successful there were no additional procedures performed and the patient did not have any significant medical problems or complications during the study procedure. During the procedure, the patient had the following devices placed: celiac artery: a competitor stent with a diameter of 8 mm and a length of 57 mm was placed. The artery was revascularized with a fenestrated-branched device. The covered stent was not relined with a bare metal stent, and the covered stent did not extend distally with a bare metal stent. Superior mesenteric artery: a competitor stent with a diameter of 9 mm and a length of 75 mm was placed. The artery was revascularized with a fenestrated-branched device. The covered stent was not relined with a bare metal stent, and the covered stent did not extend distally with a bare metal stent. Right renal artery: a competitor stent with a diameter of 6 mm and a length of 75 mm was placed. The artery was revascularized with a fenestrated-branched device. The covered stent was not relined with a bare metal stent, and the covered stent did not extend distally with a bare metal stent. Left renal artery: a competitor stent with a diameter of 6 mm and a length of 58 mm was placed. The artery was revascularized with a fenestrated-branched device. The covered stent was not relined with a bare metal stent, and the covered stent did not extend distally with a bare metal stent. Main aortic custom-made device (cmd): a william cook australia thoraco-abdominal-side-branch was placed. The cmd was planned for this patient. There were no technical difficulties and delivery, or deployment of the device was successful. Proximal aortic device a william cook europe rpn: zta-pt-38-34-217 was placed. There were no technical difficulties and delivery, or deployment of the device was successful. Right iliac artery: a cook incorporated, rpn: zsle-13-107-zt was placed. There were no technical difficulties and delivery, or deployment of the device was successful. Right iliac artery: a cook incorporated, rpn: zsle-20-90-zt was placed. There were no technical difficulties and delivery, or deployment of the device was successful. Side branch catheterization and placement of all bridging stents were successful. All stent patency was maintained with normal end artery perfusion. Procedural imaging in the form of an angiogram was completed on (B)(6) 2026. All stent grafts and intended side branch stents were patent at the conclusion of the procedure. All target vessels were patent. There was no evidence of stent graft integrity issues. All target side branch stents were intact. There was a "type IV endoleak - not clinically significant" at the conclusion of the case. A spinal drain was not placed during the procedure. The patient was extubated in the operating room and did not require reintubation or a tracheostomy. The patient stayed 1 night in the intensive care unit. The patient was discharged home on 10feb2026, 6 days post-procedure at discharge, the patient was prescribed acetylsalicylic acid (asa), clopidogrel and a statin the patient was not discharged on supplemental oxygen; however, the patient had significant medical problems or complications occurred after the procedure or before discharge (no details provided). A one-month clinical assessment was completed on (B)(6) 2026, five days post-procedure. The left and right brachial index were not assessed. The patient was prescribed acetylsalicylic acid (asa), an antiplatelet and a statin. Since the last visit, the patient has not had any significant medical problems or been hospitalized for any reason. Follow up imaging in the form of a CT was completed. A review of the follow up CT imaging with contrast that was completed on (B)(6) 2026, five days post-procedure. All stent grafts were patent. No occlusion or stenosis greater than 50% was present in the celiac, superior mesenteric, right renal or left renal arteries. All grafts were patent. There was no evidence of stent graft integrity issues and all intended side branch stents were intact. A persistent type IV endoleak - not clinically significant was present. No secondary interventions have been performed to treat the endoleak. Maximum diameter of the diseased aorta (ow to ow) was 63 mm. Medical imaging was provided for the manufacturer for expert image review. During the review, the reviewer noted, ¿there is focal partial thrombus at the left iliac bifurcation seen at the completion of the angiography procedure and persistent at 5 days postop. This is away from the distal edge of the left zsle leg graft. The thrombus is likely related to the procedure (formed along a catheter, sheath, etc. Intraoperatively) but does not appear to be related directly to the zsle leg graft. This can occur if the patient is not adequately anti-coagulated during the procedure." At this time, no secondary interventions have taken place for the thrombus. This report captures focal partial thrombus in the left zsle-20-90-zt, found on the completion angiogram, persistent 5-days post-op.